Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 173, 122, 167, 93, 175, 120 mg/dl. Tests were done within 10 minutes with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.